Event description:
Reportable based on analysis completed on (B)(6) 2025. It was reported that the intellanav stablepoint open-irrigated catheter pins were broken. However, analysis revealed that the irrigation tubing was partially detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. Separation of the tubing would prevent irrigation fluid from entering the catheter and proper irrigation would not be possible. The root cause was traced to the design of the device. The reported allegation of broken pins cannot be confirmed; the issue was not observed.